Event description:
Related manufacturer reference number: 2017865-2022-22718. It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricle (rv) lead exhibited high capture threshold, which resulted loss of capture. The ra and rv lead were explanted and replaced the patient was in stable condition.